Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to the electronic and motor assemblies. The insulin pump also has light moisture damage to keypad traces. The insulin pump has cracked case at the display window corners.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother stated the customer went into the pool while connected to the insulin pump. The mother reported fluid under the lcd display. Customer's blood glucose was 111 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.